Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was administering too much insulin, causing low blood glucose levels. The customer stated that he changed the infusion set thrice that day and normally changed the infusion set every 3 days. He noted that during the last infusion set change, the blood glucose reading was 342 mg/dl. He stated that he gave a bolus with the insulin pump, and the blood glucose reading lowered to 153 mg/dl. Later in the afternoon, it fell to 49 mg/dl, and after he ate, it rose back up to 80 mg/dl. He stated that it then dropped to 53 mg/dl. He ate to treat, and it went up to 111 mg/dl. He was concerned that he was receiving too much insulin. The most recent blood glucose reading was 263 mg/dl. He reported that the reservoir showed less insulin than what was shown on the status screen and had not been manipulated while connected.. The insulin pump passed the displacement test. He was advised to consult his doctor regarding low blood glucose and monitor. Nothing further.